Event description:
It was reported that the right atrial (ra) pace impedance had been fluctuating, from 800 ohms to 1700 ohms, on multiple occasions. Some minute ventilation (mv) chop was present on the ra channel but it was not sensed by the pacemaker and no pacing inhibition was noted. No other noise was present. The ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)